Event description:
Caller reported a cartridge alarm 30 issue, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was informed of the steps needed to store the pump before returning it and to use a return box with a prepaid label to send it back within 10 days. A replacement pump was sent, and the customer acknowledged instructions for receiving and using it. There was no backup insulin delivery therapy available, but the customer planned to contact their healthcare provider.